Event description:
The report stated that after 9 mins of a radio frequency ablation procedure, there was a water leak at the connector of the needle electrode knob and tubing. Another needle electrode was opened and used to complete. No pt injury was reported.

Manufacturer narrative:
Date of initial report: 07/20/2007. The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.